Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b30 error could not be determined, however the issue was likely due to water ingress into the scope connector, resulting in a temporary electronic component malfunction. The event can be detected/prevented by following the instructions for use which state: -inspection of the endoscopic image. ¿-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿-do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a b30 error was not reproduced even when the device was kept running for one day and being dried. However, the reported issue was judged as a possible sporadic failure and the occurrence of which was likely. Additional evaluation findings were as follows: the device evaluation found that there was fluid invasion inside scope connector and that there was insufficient angulation in the up direction. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite bronchovideoscope had a b30 error. The issue was found during preparation for use for a diagnostic tracheoscopy; a similar device was used for the procedure. There was no report of delay or harm to the patient or user associated with this event.